Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient was exposed to excessive radiation. A 2.50 x 12mm promus premier drug-eluting stent was advanced but failed to cross the lesion and causes a significant delay to the procedure. This resulted to patient receiving an excess radiation dose exceeding 5 gycm2. The section of the lesion could not be stented. No further information available.